Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd882241 and gd882647 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient not careful with connections and peritonitis with culture positive for a gram positive organism coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the consumer and nurse reported the following. On an unreported date, the patient was not careful with the connections. Further details and outcome were not reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment during the hospitalization was not reported. At the time of reporting, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and was due to the patient not being careful with the connections. An opinion of causality was not reported for the event of patient not careful with connections.